Event description:
The customer reported to the baxter corporate product surveillance that they are having problems with an unknown set that was set to run for 2 hours and then stopped infusing without the nurses knowledge. It is unknown if the infusion was able to be completed. It is unknown when the condition occurred. There was no patient injury, adverse event, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The set is unknown and the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.